Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side "deflation" and "hole in valve". Device has been explanted

Event description:
Healthcare professional reported left side "deflation" and "hole in valve". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified an opening, crease folds, and yellow particles inside the device. A leak test was performed and found an opening on the anterior. A microscopic analysis was performed which identified a sharp opening in the plug strap disk shell. The fill test inspection was performed, the result was no blockage. Based on the device analysis the final assessment is: a sharp opening on the plug strap disk shell assessed as an unidentified (tear) opening.